Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent (abdominal pain) endovascular treatment of an 8.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 24-27mm in diameter, aortic neck length was 9-11mm with severe angulation greater than 60 degrees. The stent grafts were implanted without issues. It was reported that the final angiogram was good there were no endoleaks present. It was reported three days post-operative the patient presented with abdominal pain. The CT revealed that there was a proximal type 1a endoleak, that was not present index procedure final angiogram. Due to the aaa being already almost 9cm the physician elected to treat the patient. The device was at the level of the renal arteries, therefore a 40x10 stent was implanted without incident. However there was no improvement in the proximal type I endoleak. An endurant 32x32x49 proximal aortic cuff was implanted and modeled with a balloon but still no improvement. The physician elected to opened the abdomen, and used umbilical tape and wrapped it around the proximal aortic neck and the leak resolved both by direct visualization (lack of pulsatility in aaasac) and on repeat angiogram. The patient was transferred to ICU in stable condition. No additional clinical sequelae were reported and the patient is fine.